Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, with a sensor glucose of 261 mg/dl and confirmatory fingerstick of 233 mg/dl after a recent supply change and overnight glucose fluctuations. Symptoms included elevated blood glucose. Outcomes included ongoing monitoring and guidance to observe for downward trending and stabilization. Investigation included troubleshooting and user education regarding continued glucose monitoring. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.